Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and a review of the logs assisted by ge healthcare technical support. The anesthesia control board was replaced.

Event description:
The hospital reported that, during a case, the unit had a system malfunction. The clinician reportedly switched to manual mode to continue the case. There was no reported patient injury.